Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for parkinson's dual and movement disorders. It was reported that patient fell and hit their head on monday. Patient also stated that they were having headaches, nausea feeling. Patient stated that they were taking nausea medications and balance was off, and whenever the body moves the neck hurts. Patient noted that they do rock city boxing and was not sure if this was from that, further stating that they had a class that monday on the (B)(6). Patient stated that they had just replaced batteries in the remote control in the morning and it was now working . Patient stated that parkinson's makes them not think of words. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient indicating the there was no device issue resulting from the fall. Patient noted that headaches, nausea and balance issues were not resolved and patient was working with the doctor. Patient thinks the symptoms were due to dehydration.